Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug cefazolin. Per reporter volume was 300, stop volume 11, measured volume 10 and the calculated under infusion was 0.3 percent. No additional information is available at this time.